Event description:
The customer called to inquire about a new blood glucose device. She said her meter looked like it had brown marks or burn marks on the lcd display. The device was replaced and requested to be returned for evaluation.